Event description:
The manufacturer received information alleging a ventilator's display was "unreadable". There was no pt harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer with evidence of physical damage to the liquid crystal display, the lcd was cracked. The liquid crystal display was replaced to address the issue.